Event description:
Philips received a complaint on the v60 ventilator indicating that there was a 5-volt supply failed alarm at device startup. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer repeated the occurrence of the alarm and then verified with the remote service engineer (rse) that the 5v reading was 1.2v. The rse recommended that the customer replace the power management (pm) printed circuit board assembly (pcba) to resolve the issue and provided the information to order the part.

Manufacturer narrative:
The customer called back on 28apr2026 to verify the pm pcba part number, which the rse provided again. Multiple good faith efforts (gfe) were attempted to obtain the device's diagnostic report (drpt), clarification on the customer institution phone number, confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.